Manufacturer narrative:
Device evaluation: visual inspection: the device was removed from the packaging for visual inspection. Dried blood was noted on the cutter driver. The torque shaft was bent at an approximate 45-degree angle under the strain relief. Biological debris and a blood-like substance was noted throughout the distal assembly. A bulge was noted approximately 2.0cm from the cutter window. The bulge was on the same plane as the opening of the cutter window. The cutter was advanced 1.6cm distal to the cutter window. Microscopic inspection of the bulge revealed biological debris surrounding the bulge. The debris was gently cleaned, and the bulge was examined; no hole or tear in the tecothane was noted. Inspection of the cutter window revealed the biological debris within the cutter window and around the torque shaft. Functional testing: the device was activated, and the cutter was successfully retracted. Biological debris was noted upon retraction. The cutter was then attempted to be advanced however the cutter was unable to advance. The distal assembly was then flushed. After flushing advancement was attempted again; however, the cutter was unable to advance. It was observed that the cutter stopped at a debris location just proximal to the observed bulge. The returned hawkone device was unable to be inserted into a 6fr sheath due to the observed bugle. A sample of the debris within the flush window was removed. Examination of the debris revealed that is was consistent with biological calcium-like material. Image review: one photograph was provided for review. The photograph showed the distal assembly of hawkone device. Blood was noted throughout the distal assembly and a bulge was noted in the middle of the distal housing. The bulge was noted to be an off-white/pink color, a slightly smaller bulge/eruption was noted on the side of the bulge. The laser drilled coils could not be seen at the location of the bulge. A tear could not be identified through the photograph. The photograph provided was consistent with the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a 150mm plaque chronic total occlusion (cto) in the mid right superficial femoral artery (sfa) with an artery diameter of 6mm. A 6fr non-medtronic sheath and a 6mm spider fx device used in the procedure. The IFU was followed. The physician attempted to remove the hawkone device from the patient for cleaning once it was ¾ full however encountered difficulty removing it from the sheath. An attempt was made to advance the device while rotating it but this was unsuccessful and force was required to remove the device. Once removed from the patient it was reported that there was a bulge in the mid nosecone of the hawkone. The device had a weakened wall and ruptured protruding outwards. The procedure was completed using a stent and angioplasty. No patient injury was reported.